Manufacturer narrative:
The lot number was not provided for the reported malfunction; therefore, a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Medical records were provided. The investigation was confirmed for filter migration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j filter allegedly experienced migration. The information was received from one source. This event involved a patient with no consequences. The male patient was (B)(6) years old and weight not provided.